Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had ventilador mafunction. Patient was not involved and no harm occurred.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6), city name is (B)(6), contact person phone number: (B)(6). A getinge field service engineer (fse) reported that they cleaned the front fan. The unit passed all functional and safety tests and was returned to customer.